Event description:
The customer complained after obtaining a higher than expected vitros tropi es result from a single patient sample processed using vitros tropi es reagent on a vitros 5600 integrated system. Patient results: 0.724 ng/ml vs expected result < 0.017 ng/ml. A biased result of the magnitude and direction observed may lead to inappropriate physician action. The higher than expected vitros tropi es result was not reported from the laboratory and there was no reported allegation of harm as a result of the event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation confirmed that a higher than expected vitros tropi es result was obtained from a single patient sample processed using vitros tropi es reagent on a vitros 5600 integrated system. Root cause for the event could not be determined; however, inappropriate pre-analytical sample processing, inadequate analyzer maintenance or a transient analyzer issue could not be ruled out as contributing factors. The investigation found no evidence to suggest that an unexpected vitros tropi es reagent issue had occurred.